Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped front corner. The device had a motor rate error as per event history log (ehl). The technician performed multiple flows and occlusion tests. The root cause of the reported issue was unable to be determine due to the intermittent of the error. The technician replaced worm coupling and stepper motor as a preventative measure.

Event description:
No patient was affected by this event.